Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty dp printed circuit board. However, the specific cause of the faulty dp printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a defective distribution panel board. In addition, image turns off due to a defective power supply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii video system center front panel of the video processor is blinking. The event occurred during preparation for use, prior to a diagnostic endoscopy operation. A similar device was used to complete the procedure and there was no patient harm or user injury reported due to the event.